Event description:
A malfunction was reported with a pump where the malfunction code malf 0 was displayed and was not resettable. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for the customer to receive a replacement pump with updated software, provided instructions for returning the faulty pump, and advised the customer to set up and connect their continuous glucose monitor (cgm) to the replacement. All instructions were understood and acknowledged by the customer.